Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. The drive support disk was inspected and no anomaly was noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted, and the customer was advised to discontinue use of the pump and that it would be replaced and returned for analysis.